Event description:
It was reported the patient¿s therapy was not helping. Right after implant, the patient was changing their pad twice a day and now they were changing it every couple of hours. Changing the settings and programs did not resolve the issue. The patient got shocked when they increased stimulation past where they were. Decreasing stimulation resulted inno effect. The patient wondered if the stimulator stopped working, but they did have stimulation in the tailbone, which made it hard to sit. There was no fall or trauma associated with the issue. The patient had a back muscle spasm, due to a sciatic problem. The sciatic problem may be the cause of their issues. Two day later, the patient experienced a shocking sensation at the stimulator site when moving from a sitting position. The patient had a loss of therapeutic effect regarding urine flow. Reprogramming had not resolved the issue, but they were going to give the settings more time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va03lks, implanted: (B)(6) 2013, product type lead. (B)(4).